Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pulmonary lobectomy procedure, when cutting off the pulmonary lobe, the stapler was not able to fire, the surgeon was able to press the green button and the handle did not squeeze. They replaced the device to complete the case. There was no patient injury.